Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an unrelated surgical procedure, a magnet was not applied over the device during the procedure. This cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited oversensing during the procedure and delivered two inappropriate shocks and resulted in an unknown duration of pacing inhibition. The patient experienced dizziness and was noted to be pacemaker dependent. A magnet was then placed over the device following delivery of the second shock and the procedure was completed. This product remains implanted and in service. No adverse patient effects were reported.